Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report 3 of 3. Report received from (B)(6) stating that the device had debris in the sterile packaging. It is known that the device was not used in surgery. It is also known that there was no pt/user injury or medical intervention. If any add'l info should become available, this notification will be updated accordingly.